Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of sensing and loss of capture. Chest x-ray revealed the lead was dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient's condition was good post procedure.